Manufacturer narrative:
The customer¿s report of a set separation was confirmed. Upon inspection, the silicone pump segment was found separated from the engagement to the upper fitment. The expected retainer o-ring was received with the set. Inspection of the silicone tubing confirmed the presence of a indentation where the o-ring secures the tubing to the upper fitment. ; no other damages or any issues were observed with the rest of the set. No functional testing was deemed necessary due to the obvious separation. The cause of the separated set was a tubing misalignment issue during manufacturing..

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the channel alarmed for air in the line. The rn took the tubing out of the channel and lightly flicked the tubing to get the air out and the tubing came apart and separated. There was no report of patient harm.